Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A pump issue was reported where the battery depleted too quickly, leading to a pump shutdown. There was no adverse impact on the customer's blood glucose level. The technical support team explained that insulin delivery settings are reset when the pump shuts down, and the customer acknowledged and understood the explanation. The customer was able to resume insulin delivery.